Manufacturer narrative:
(B)(4) for the reported event of fiber broke.

Event description:
It was reported to boston scientific corporation that an accumax laser fiber was used during preparation for a ureteroscopy procedure. According to the complainant, upon opening of the package, it was noted that the fiber was broken. There was no packaging damage noted. The fiber was not used inside the patient. The procedure was not completed since the same device is unavailable.

Manufacturer narrative:
Visual examination reveals that the exposed glass tip measures 4.0 mm and appears unused. The fiber is fractured approximately 3.0 cm from the distal tip.

Event description:
It was reported to boston scientific corporation that an accumax laser fiber was used during preparation for a ureteroscopy procedure. According to the complainant, upon opening of the package, it was noted that the fiber was broken. There was no packaging damage noted. The fiber was not used inside the patient. The procedure was not completed since the same device is unavailable.